Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2014 and suture was used. During the procedure, the needle broke in half. Both pieces were retrieved and the procedure was completed with same/like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The patient underwent an umbilical hernia repair.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.